Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05035 and 2134265-2014-05036. (B)(4) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with acute onset of left-sided pain and weakness. Patient was diagnosed as nephrolithiasis and was referred for planned cardiac catheterization for evaluation. Eleven days from the onset of symptoms, coronary angiography and the index procedure were performed. The target lesion was a long lesion located in the mid left anterior descending (lad) artery extending to distal lad with 99% stenosis and was 30 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 32 mm and 3.00 mm x 16 mm ion¿ stents. Post deployment of the study stents, distal spasm was noted. Hence, the stents were post dilated. Following post dilatation, residual stenosis was 10%. In addition, nephrostomy tube was placed to treat a pre-existing condition. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with angina pectoris and a 2.75 mm x 20 mm veriflex (liberte) coronary stent delivery system was implanted in distal left anterior descending (lad). In (B)(6) 2014, the patient presented with recurrent cardiac chest pain and was hospitalized. One day from admission, coronary angiography revealed 80% high grade restenosis of the previously placed study stents and 2.75mm x 20mm veriflex (liberte) coronary stent delivery system in the distal lad . The lesions were treated with cutting balloon angioplasty and placement of 2.25 mm x 8.0 mm, 2.25 mm x 16.0 mm, 2.5 mm x 16.0 mm stents distally to proximally in an overlapping manner. Following post dilatation, residual stenosis was less than 10%. In addition, the 70% edge stenosis of the proximal lad at the edge of previously placed study stent in mid lad was treated with cutting balloon, balloon angioplasty, and placement of 3.00 mm x 12.0 mm stent. Following post dilatation, residual stenosis was less than 10%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.